Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient will have a replacement surgery due to activation difficulty with his inflatable penile prosthesis (ipp). Physical examination demonstrated an inflation failure and rupture of the tubing was noticed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.